Manufacturer narrative:
The suspect device was not returned for evaluation. An evaluation was performed based on the images provided by the customer, the failure as reported was observed. The retainer cap and handle assembly had detached from the barrel of the device. The likely root cause can be attributed to operator error. A search of the complaint database was performed and one similar complaint for this lot number was found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device was returned for evaluation. The sample returned was received with the retainer cap and handle assembly loosened from the barrel. The likely root cause can be attributed to a manufacturing operator error. The complaint was confirmed. A search of the complaint database was performed and one similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the process of inflation, the handle was found to detach and became disconnected from the device. A new device was used to complete the procedure. No patient injury.